Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case (B)(4). Related (B)(4). As reported via legal documentation, on (B)(6) 2019, this patient underwent left total knee replacement surgery and was implanted with a truliant ps polyethylene tibial insert. Patient experiences pain in her left knee and may require a left knee revision surgery to remove the remaining truliant polyethylene tibial insert at a later date. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. There is no specific exactech truliant device information provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No device return anticipated due to this being a legal case. Unable to locate initial surgery in ebi. Historical record & smartsolve searched for sn/patient name with no results. No further information.